Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7106492, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7106457, UDI: (B)(4).

Event description:
It was reported that was admitted to the emergency room due to increased pain in the scapular area. It was noted also that patient had a suspicious infection and was found out that there was some fluid in the meline cervical incision. The patients new worsening scapular pain that possibly could be related to tunneling the leads from the midline incision to the ipg. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and patient was placed on antibiotics. The explanted device will not be return as it was disposed at the facility.

Event description:
It was reported that was admitted to the emergency room due to increased pain in the scapular area. It was noted also that patient had a suspicious infection and was found out that there was some fluid in the meline cervical incision. The patients new worsening scapular pain that possibly could be related to tunneling the leads from the midline incision to the ipg. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and patient was placed on antibiotics. The explanted device will not be return as it was disposed at the facility. Additional information was received that patient was doing well post operatively. It was noted that patient had some adverse reaction to the surgical procedure of the towards the implant itself.

Manufacturer narrative:
Scs-ipg-r-MRI: investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Scs-linear leads: investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that was admitted to the emergency room due to increased pain in the scapular area. It was noted also that patient had a suspicious infection and was found out that there was some fluid in the meline cervical incision. The patients new worsening scapular pain that possibly could be related to tunneling the leads from the midline incision to the ipg. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and patient was placed on antibiotics. The explanted device will not be return as it was disposed at the facility. Additional information was received that patient was doing well post operatively. It was noted that patient had some adverse reaction to the surgical procedure of the towards the implant itself.